Event description:
It was reported via phone call, that the customer is unable to get to get past the prime and rewind sequence. Customer's blood glucose level at the time 94mg/dl. Troubleshooting was declined. Customer requested their insulin pump be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device was unable to prime during prime test and it alarmed motor error during basic occlusion test due to slightly loose drive support disk. No rewind anomaly noted during testing. The device had cracked case at display window corners, cracked battery tube threads, and minor scratches on the lcd window.